Event description:
It was reported that the patient was receiving an elective replacement indicator (eri) message approximately one month ago. The patient was reported as having had high settings on the implantable neurostimulator (ins) and using three programs, but was still hoping that the ins would have lasted longer. It was noted that the battery was showing 2.445 volts. Medtronic representative reported elective replacement indicator (eri) message. Additional information received reported that no power on reset (por) message was received and no system malfunctions were seen. Additional information received reported that the patient was unable to adjust the stimulation. It was reported that the patient programmer (pp) was showing a ¿call your doctor¿ icon and an end of service (eos) message. Stimulation was noted as not having been felt since (B)(6) 2013. The ins was reported to have lasted only five months. The patient was reported as having chronic pain in her left leg from permanent nerve damage and needed stimulation 24 hours a day to remedy the pain. Additional information received reported that no malfunctions were seen that caused the issue. The patient had a usage pattern of 2 programs at 5 volts and above and used the device 24 hours a day, 7 days a week. It was noted that the patient's health care provider (hcp) had suggested a rechargeable battery for the patient and that they were working on getting authorization for the replacement. The replacement was not scheduled yet. Additional information received reported that the battery reached end-of-service after 5 months. It was noted that the patient alleged that the battery may have been ¿defective or leaking.¿ it was noted that the patient stated that the health care professional (hcp) agreed with the patient, but did no testing to confirm any defect. It was noted that the patient said they were told that the battery would last 2 to 3 years. It was noted that the patient had 40% pain reduction only when also taking medication for the pain. It was noted that the patient did not want to have another device implanted and that their body was not that strong. It was noted that the patient did not want more headache and pain. It was noted that the patient was ¿bad¿ after (B)(6) every year and may not get another device. It was noted that the implant showed too much on their back. It was noted that it ¿more show out¿ than it did right after implant.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).